Event description:
We have been using this humidifier in my baby's nursery during the night, for sleep, and one day it stopped working and the light stayed red. I decided to test it out a couple times before trashing it. As I was testing it out one day, while I was in the nursery, and it began to spark. The sparking became fast and loud until luckily I was able to be there in time to unplug it. Thank god it wasn't during the night while my baby was sleeping a foot away from the humidifier. Victsing humidifier, order ID: (B)(6) totaling (B)(6). Specifications: input: 100v-240v, 50-60 hz water tank capacity: 2.0l max mist output: >180 ml/h? Product dimensions 10.8 x 7.5 x 10.2 inches item weight 2.45 pounds, shipping weight 2.45 pounds (view shipping rates and policies) manufacturer victsing asin: (B)(6), item model number: usas4-vtvthm161awus-vd. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) ''219''. (B)(4).